Event description:
The complaint is reported as: "the guidewire is passed and then the catheter, but no exit of the guidewire is observed through any lumen, which means that the guidewire is shorter than the catheter itself." It was reported the guide remained within the vascular access and the patient had to go to surgery to remove the guide safely. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. The instructions-for-use provided with this kit instructs the user, "gain venous access with 45 cm guidewire and peel-away sheath. Load PICC onto 80 cm guidewire until soft tip of wire extends beyond tip of catheter. While maintaining control of distal end of guidewire, advance soft tip/catheter tip as a unit through peel-away sheath to desired depth. Once catheter is in desired location, remove guidewire." The IFU also states, "kits/sets are available with a variety of guidewires/swgs. Guidewires are provided in different diameters, lengths, and tip configurations for specific insertion techniques. Become familiar with the guidewire(s) to be used with the specific technique chosen, before beginning the actual PICC insertion procedure." Therefore, the 45 cm guidewire provided in this kit is intended only for use with the peel-away sheath. The customer report of the guide wire being too short for the catheter was confirmed by complaint investigation. A review of the bill of materials confirmed that the guide wire included in this kit is 45 cm while the catheter is 50 cm. The IFU confirmed that the 45 cm guide wire is only intended to be used with the peel away sheath. Based on this finding, intentional user error likely caused or contributed to this event. An in-service has been initiated to further educate the customer.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the guidewire is passed and then the catheter, but no exit of the guidewire is observed through any lumen, which means that the guidewire is shorter than the catheter itself." It was reported the guide remained within the vascular access and the patient had to go to surgery to remove the guide safely. The patient's condition is reported as fine.